Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found o the instrument. Components adjacent to the broken do not show damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Event was on 13-june-2025. Black conductor wire breakage based on fa result. No thermal damage. No arcing was observed. No image or video recording available. No patient demographic information is available.

Event description:
Refer to h11 for follow-up information.